Event description:
It was reported that this left ventricular (lv) lead exhibited an elevated threshold that caused high power consumption. The lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the patient with this left ventricular (lv) lead visited the hospital for evaluation. The health care professional (hcp) stated that the patient reported having collapsed and stated the patient had "cardiac arrest. " technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, the egm showed the lv intrinsic amplitude measurements to be out of range and the device appears to be functioning as programmed. No additional adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead exhibited an elevated threshold that caused high power consumption. The lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the patient with this left ventricular (lv) lead visited the hospital for evaluation. The health care professional (hcp) stated that the patient reported having collapsed and stated the patient had "cardiac arrest. " technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, the egm showed the lv intrinsic amplitude measurements to be out of range and the device appears to be functioning as programmed. No additional adverse patient effects were reported. This lv lead remains in service.